Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: observations of rvot pacing using the 3830 lead on patients with slow arrythmias. Shangdon medicine. 55 (2015). Doi: 10.3969/j.issn.1002-266x.201. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding right ventricular (rv) pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports one case of lead dislodgement and two cases of atrial fibrillation (af) in the study population. The status of the leads in unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up with the corresponding author indicated the adverse events detailed in the article were not related to the use of the manufacturer's products. No further product information was provided. No further patient complications have been reported as a result of this event.